Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 6.9, lab: 4.8. Date: (B)(6) 2010, inratio: >7.5, lab: na. Patient went to lab for a venous draw, but did not have results yet. Patient also received the error "remove old strip". This is happening on the same lot no. Of cassettes. Patient is not on heparin or lovenox and has not been hospitalized. Patient does not have cancer and is not anemic. Patient does not have hypo/hyperthyroidism and is not taking any antibiotics. Patient does not have lupus or aps.

Manufacturer narrative:
Investigation pending.